Event description:
It was reported that prior to a sigmoid resection procedure, the device was opened and the tip of the blue trocar was already broken. Another device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.